Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the pump was strapped to her leg. Customer's blood glucose was 301 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.